Event description:
PICC line dressing was lifting at the edges, so the dressing was changed, the dressing was carefully soaked off and a new sterile transparent dressing was applied. No tension or torque was applied to the line during this process. No leaking was noted during the procedure. Shortly after the new dressing was applied, the bedside nurse noted fluid leaking from under the new dressing. We gently removed the new dressing to assess the situation and found fluid dripping from the connection of the line at the hub. The line was subsequently removed.

Manufacturer narrative:
There were four (4) occurrences within this complaint. Those occurrences were captured in the following mdrs: 2245270-2022-00051, 2245270-2022-00052, 2245270-2022-00053. One device was returned to vygon for evaluation and complaint investigation.the results of this investigation are still pending,and will be communicated to FDA within 30 days of its conclusion.

Manufacturer narrative:
There were four (4) occurrences within this complaint. Those occurrences were captured in the following mdrs: 2245270-2022-00051; 2245270-2022-00052; 2245270-2022-00053; 2245270-2022-00054. The complaint was forwarded to our parent company in germany for their evaluation. The investigation summary is as follows: we received a complete catheter with a microclave attached to its luer lock hub. The catheter was leaking next to the fixation wing. Microscopic examination showed that the catheter was partly torn out of the fixation wing. Typical signs of a rough and uneven fracture plane and some stress whitening were visible. A review of the batch history records was performed, and no deviations were found. The batch complied to its specification and was released. Each catheter is leak and flow tested during production. The tensile force of the catheter components is randomly checked. Visual tests and incoming goods inspections are carried out on each. Catheter. Corrective action: as each catheter is leak and flow tested before packaging and the catheter was used uneventfully for 18 days before leakage occurred, we do not believe this defect is a manufacturing related. Any manufacturing problems that would lead to a leak would be detected by the user when flushing the catheter. Therefore, no further corrective action is initiated by quality management.

Event description:
PICC line dressing was lifting at the edges, so the dressing was changed, the dressing was carefully soaked off and a new sterile transparent dressing was applied. No tension or torque was applied to the line during this process. No leaking was noted during the procedure. Shortly after the new dressing was applied, the bedside nurse noted fluid leaking from under the new dressing. We gently removed the new dressing to assess the situation and found fluid dripping from the connection of the line at the hub.the line was subsequently removed.